Manufacturer narrative:
Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported about a posterior spinal interbody fusion. Surgeon: (B)(6) at (B)(6) on (B)(6) 2018. Before the case it was noticed that the implant holder for the plivios revoluion cage had a broken action clip. The surgeon was happy to use another plivios implant holder on another set in the hospital and the case and the patient outcome was not affected. No delay to procedure. No adverse event to patient. (B)(4).

Manufacturer narrative:
Corrected data: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 381.103 , synthes lot number: l339087 , release to warehouse date: 30.mar.2017, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. We have forwarded the received part to the responsible manufacturing site for investigation, upon visual inspection of the complaint device it can be seen that on the plier is one leaf spring broken off, this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, 29 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in march 2017. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. During manufacturing investigation of the plier 381.103 it was found that one of the two leaf springs is broken off. Part of the broken leaf spring is still attached to the plier with a screw. On this remaining part the dimension close to the breakage and the hardness was measured. The actual test results are within specification as defined on product drawing. It must be assumed that the breakage of the leaf spring was caused by mechanical overloading during use. A production error can be excluded. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date returned to manufacturer. Corrected data: product code, common device name, facility address, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.